Manufacturer narrative:
Asahi intecc has determined that the date recorded in date of this report was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned microcatheter had its tip end missing. The separated tip was not returned. On the surface of the remaining tip, abrasions and scratches caused by contacting with hard object were observed. Circumferential cracks and polymer damage due to tensile stress were found proximal to the torn end of the tip. A trace of ductile rupture was also observed at the torn end. The tip was stretched and torn off at approximately 2mm from the tip end, between a segment that was constructed only by polymer and a segment constructed by polymer and braids underneath. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that the catheter tip became separated due to excess tensile stress beyond the product design limit applied upon removal while it was being trapped by the tortuous and heavily calcified lesion. It was presumed that the catheter tip was pushed harder against the lesion as the stiffness of the concomitant guide wire increased every time a guide wire was replaced anew, causing the tip to be trapped in the lesion. While the tip was being trapped in the lesion, the applied tensile stress made the tip to become stretched and eventually torn off. There was no indication of product deficiency. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that during a pci to treat a heavily calcified and 99%-stenosed tortuous lesion in the rca#2, a concomitant guide wire crossed the lesion. For better guide wire manipulation, the subject microcatheter was used, and the concomitant guide wire was replaced by another guide wire. In spite of several attempts to deliver a balloon catheter to the lesion, none of the three types of small-lumen balloon catheters that were used could cross the lesion. For better concomitant guide wire support, the subject catheter was used again and the concomitant guide wire was replaced by another guide wire. When the subject microcatheter was withdrawn, the tip was torn off and its fragment was left inside the patient anatomy. The tip fragment remained in the peripheral 4pd. As it was concluded after consideration that the retrieval of the fragment was difficult, and as blood flow was not blocked, it was decided that the separated tip would be left as is. It was reported that revascularization by poba was performed on the lesion and the procedure was completed. The physician commented that resistance was felt when the subject microcatheter crossed the tortuous and heavily calcified lesion. Consequently, the catheter tip could be trapped by the calcium and torn off during withdrawal. It was reported that the patient outcome was good after the procedure.